Event description:
During an atherectomy procedure on a calcified popliteal lesion, the plaque excision device was removed, but wire access for the spiderfx was lost. The spiderfx filter basket detached from wire body and appeared to be in the tissue. An incision was made to remove the filter basket, which was retrieved. No injury to the pt reported.